Event description:
It was reported that the customer was exercising and the touch screen became shattered and unresponsive. There was no known impact to the customer¿s blood glucose. Reportedly, customer reverted to insulin pens for insulin therapy.